Event description:
It was reported that the steering fiber was pulled out of the distal tip of the sheath. The sheath was removed without harm to the patient. The report was communicated on (B)(6) 2020.